Event description:
Customer reported an issue with the as3000 anesthesia delivery system's fuses, which may have impacted anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative instructed the customer to replace the fuses in the system.